Event description:
Additional information received - the cataract was noted on (B)(6) 2008. The icl was explanted on (B)(6) 2012 and cataract surgery was performed. The patient's va post-op was 20/30 -1 and the prognosis was good.

Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in her left eye (os). The patient reported having lost vision due to the development of a cataract. The patient also reported had a hole in the macula and a retinal detachment. Retinal surgery was performed on (B)(4), 2011. A vitrectomy and a sclera buckle were performed. The lens remains implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): evaluation:method - lens work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn):based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens remains implanted.

Event description:
Additional information received - the icl was implanted in the patient's eye on (B)(6) 2007.

Manufacturer narrative:
Medical review - review of this file indicates that patient had the icl implanted on (B)(6) 2007 and developed retinal detachment and a macular hole 4 years later. Scleral buckling and vitrectomy was performed, and a cataract developed because of this procedure. Retinal detachment is a labeled complication in the insertion of a myopic icl. Any highly myopic patient has an increased risk of experiencing retinal detachment as well as a hole in the macula due to a very long eyeball. This adverse event is caused by the increased risk of detachments in patient's that are highly myopic rather than the icl itself. A cataract usually develops after repair of a retinal detachment. This is not caused by the icl itself, but by the surgical procedure performed during repair of the retinal detachment. Consequently, the icl will need to be removed, cataract extraction must be performed, and an iol implanted if this condition compromises vision. (B)(4).